Event description:
It was reported when using the bd precisionglide¿ needle the syringes and mating components separated. This event occurred 10 times. The following information was provided by the initial reporter. The caller reported replacing needles due to needles detaching from syringes." The caller reported no injury or medical interventions were needed.

Manufacturer narrative:
Medical device expiration date: unknown . Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure.